Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The event of peritonitis was manifested by cloudy effluent, pain, and vomiting. The peritoneal dialysis nurse reported the cause of peritonitis was home environment (further specifics not reported); however the exact cause remains unknown. The patient was discharged from the hospital 6 days after the event. At the time of this report, the patient was recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis event. Peritoneal dialysis therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with cefazolin intraperitoneally (ip, 1gram daily while at home) and vancomycin in the hospital (dose, route, frequency and therapy dates are unknown) for peritonitis. At the time of this report, the patient was not recovered from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.